Event description:
It was reported that an angio-seal was deployed in the right common femoral arteriotomy (rcfa) post cardiac catheterization and coronary angioplasty. The next day, the patient developed right calf pain and the right foot was noted to be cool with no dorsalis pedis pulse. The patient was taken to surgery for a right femoral thromboembolectomy with removal of foreign body. The angio-seal collagen was retrieved from the popliteal artery. Flow was restored with return of good distal pulses. The patient recovered well and was discharged. Additional information was not available.

Manufacturer narrative:
No product was returned. A review of the device history record was not possible since the lot number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) cautions, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention. The angio-seal instructions for use (IFU) state that if collagen deposition into the artery or thrombosis at the puncture site is suspected, the diagnosis can be confirmed by duplex ultrasound. Treatment of this may include thrombolysis, percutaneous thrombectomy, or surgical intervention.